Manufacturer narrative:
The device information provided with the initial report was incorrect. The correct device information has been updated with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sensor errors and calibration errors on the sensor. Customer's blood glucose was 138 mg/dl. Customer was hospitalized. Customer did not disclose the reason for hospitalization. Customer will not be returning the sensor for analysis.